Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The meter without the test strips will be returned.

Event description:
It was reported the patient received the following results within 15 minutes using two different accu-chek performa ii meters: 3,1 mmol/l and 18,0 mmol/l. The low result of 3,1 mmol/l was displayed by the customer's meter. As the patient had a hyperglycemia, she was admitted to the hospital.